Manufacturer narrative:
Customer was unable to confirm the purchasing history of the device. Customer did confirm the device was checked by the biomed team in january of 2023 and have had no other issues other than this event. Customer did not answer any of the MDR questions, however, they were able to provide pictures that confirmed that hair on and around the electrode pad was not removed. According to the attached mc-55-232-001 revision 3 IFU - - the entire area of neutral electrode should be reliably attached to patient's body and as close to operating field as possible. Refer to instructions for use. - danger: fire / explosion hazard - do not use the bovie® surgi-center pro in the presence of flammable materials. Hair is considered to be a flammable material. Complaint confirmed. Root cause is determined to be user error in not following the precautions in the IFU. This is the first complaint recorded for this occurrence with more that 250 sold. Based on the above information, no further actions are required and this can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or additional information pertinent to the investigation, a subsequent follow up report will be submitted.

Event description:
The customer alleged that the patient received a small 2nd degree burn under the grounding pad site. No further information was received regarding the patient's care. However a 2nd degree burn would not be determined as a serious injury.